Event description:
Customer reported receiving adc freestyle libre sensor scan result of 120 mg/dl which was lower compared to a reading of 380 mg/dl obtained on an unspecified blood glucose meter. Customer reported that on (B)(6) 2019 he/she experienced weakness and dizziness and was taken to a hospital. Customer reports that he/she "thinks that an injection was applied" but does not recall specific details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial number was not provided. An extended investigation was performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for all libre sensors within expiration at the time of the complaint was reviewed, and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and libre sensors, the investigation showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving adc freestyle libre sensor scan result of 120 mg/dl which was lower compared to a reading of 380 mg/dl obtained on an unspecified blood glucose meter. Customer reported that on (B)(6) 2019 he/she experienced weakness and dizziness and was taken to a hospital. Customer reports that he/she "thinks that an injection was applied" but does not recall specific details. There was no report of death or permanent injury associated with this event.